Event description:
It was reported that this recently implanted right atrial (ra) lead exhibited intermittent loss of capture (loc). Technical services (ts) recommended further reprogramming of the ra settings. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.